Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer changed her infusion set delivered a bolus and the device alarmed no delivery. Customer only got partial delivery of the bolus. Customer was advised to run a fixed prime, and insulin did exit. Cannula was not bent. Customer did not run an additional fixed prime to see if cannula was occluded. Customer stated she used insulin that she had found in her pocket book. Insulin expiration was 12/23/2014. No further information reported.